Event description:
It was reported that a pt with a heartware hvad came to clinic as a planned visit. During the interrogation of her heartware hvad it was noted the power connector port #2 on controller # con097932 was loose-pulling away from the controller. The controller was replaced with con 098487 without incident. The heartware clinical rep was notified.